Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06948. It was reported that patient experienced pain at ipg site and ineffective stimulation. Lead diagnostics showed that there were high impedances on contacts 2, 5, and 9-16. It was noted that patient had a fall. Reprogramming was attempted but was unsuccessful as it was only provided coverage of the left lower extremity and not the right lower extremity. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.